Event description:
The pt reported the infusion set leaks insulin at the connection after one day of use. The tp experienced elevated blood glucose of up to 250 mg/dl as a result. No further info is available. The pt did not require medical assistance from a healthcare professional or other party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.